Manufacturer narrative:
(B)(4): incomplete/interrupted. The ec60 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lockout. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during a colon procedure, there was an incomplete staple line. During the second and the third firing, the stapler has partially stapled. An unexpected resistance was felt by the surgeon when he fired the device. No buttressing material was used and each of the triggers and buttons automatically returned to their original positions after firing. No more detail. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional followup: on what tissue type was the device used? At what location on the tissue? Colon procedure. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. If echelon, during which stroke did the event occur? Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? => each of the triggers and buttons automatically returned to their original positions after firing. Was there any difficulty removing the device from the tissue? Asku. Is there any other additional information you would like to share about this device or procedure? Asku.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.